Event description:
The pt underwent a procedure for a trial scs sys. During the procedure, when the physician attempted to place a second lead, the pt experienced numbness down her legs. The physician elected to not place the second lead and completed the procedure. The numbness has resolved. The physician indicated he believes the numbness was due to the pt's narrow epidural space.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.